Event description:
It was reported the patient was hospitalized in the intensive care unit with hypoglycemia. Blood glucose levels declined to 40 mg/dl while wearing a pod. Symptoms reported include difficulty ambulating, sweating, visual disturbances and heart palpitations. Patient reported hypoglycemia has been ongoing issue despite recently having settings adjusted per their physician to increase target blood glucose levels. It was also noted the patient had recently downloaded the omnipod 5 app, therefore resetting the adaptative basal feature. The patient was treated with glucose gel and intravenous fluids with dextrose. The patient remained in the hospital at time of reporting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.3. Hardware: iphone14.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.